Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this patient reported five months of intermittent dizziness. All measurements appeared stable during the follow-up but a 24 hour holter monitor was ordered. The holter monitor revealed intermittent high thresholds and loss of capture on the right ventricular (rv) lead. High thresholds and complete loss of capture were observed on the left ventricular (lv) lead. The physician suspected the change in the rv thresholds was due to patient condition, but a chest x-ray confirmed a small displacement of the lv lead. The system was reprogrammed to increase outputs and restore capture. Boston scientific technical services (ts) was consulted and further lead testing was recommended, which showed variable rv and lv amplitudes and variable pacing impedances on the lv lead. Both leads remain in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.